Manufacturer narrative:
Lot number - 18m035, 18n032, 19b003. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was found to be conforming product. A photograph of one sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) large volume folfusors had flow issues during infusion. Three devices underinfused, and one device overinfused. These events involved patients with no patient consequences. One event involved a 60-year-old male patient, and one event involved a 73-year-old male patient. Patient identifiers were unknown for the other two events. No additional information is available.